Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The patient remains ongoing on lvad support. A correlation between the device and the reported gi bleed could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 with anemia, melena, and fatigue. The patient received blood transfusions. The patient underwent a colonoscopy and a double-balloon endoscopy (dbe) which did not revealed any source of bleeding. On (B)(6) 2015, the patient had bright red blood per rectum (brbpr) thought to be a small bowel bleed. An angiography found no source of bleeding. On (B)(6) 2015, the patient underwent a video capsule endoscopy (vce) which showed bright red blood in the mid small bowel to the colon. The patient underwent another dbe on (B)(6) 2015 which was normal. During this admission, heparin gtt was continued due to a mechanical mitral valve but coumadin was held due to invasive procedures planned. Bleeding stabilized once heparin gtt was held. No source was ever found with gastrointestinal (gi) testing. The patient was started on octreotide which was later changed to danazol prior to discharge. Anticoagulation was resumed prior to discharge and inr was at least 2.5 with stable hemoglobin and hematocrit levels prior to being discharged home. The patient was re-admitted on (B)(6) 2015 with anemia, shortness of breath, melena, and fatigue. Inr was 4.7 at the time of admission. The patient underwent an antegrade and retrograde dbe, and esophagogastroduodenoscopy (egd) with no source of bleeding found. Bleeding stabilized when anticoagulation was held. The patient was discharged on (B)(6) 2015.